Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record review shows that the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was no vacuum during a cataract procedure. The product was replaced and the procedure was completed with out harm to the patient. Additional information has been requested for this event.